Event description:
A report was received on an end user who reportedly during the night raised the foot of the bed using the remote control. Somehow he stuck his leg between the frame and the foot section that supports the mattress. While freeing himself he cut his leg on the metal frame of the bed. The extent of the injury or whether medical intervention was received is unknown and therefore incident is being filed as a serious injury. The sample is available for evaluation.

Manufacturer narrative:
(B)(4). The owner's manual part number 1114836, rev, f(aug-07) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed. Reportedly, the end user started use of the device approximately on (B)(6) 2012 and this incident occurred on (B)(6) 2012. DHR: a review of the DHR was conducted with no issues found related to this complaint. Sample analysis: the foot section, head section, bed rails, side rails, and mattress were returned. A visual inspection was performed and identified the bed frames and bed ends showed extensive wear with scratches and scuffing. The pendant had black tape wrapped around it that covered up the headup/down buttons. A functional analysis was performed. The bed was assembled and the mattress placed on it. The head and foot sections were raised and lowered several times without a problem. A person of approximately 225 pounds then lay on the mattress with weight evenly distributed. The head and foot sections were again raised and lowered without issue. Conclusion: the bed performed as designed. The only way to get a leg stuck would be to deliberately hang leg over bed and insert it between the foot section and the frame. Of note: an attempt was made to obtain additional detail on this incident. No further information has been received. Upon review of this incident it was determined on 10/25/12 to report this incident.